Event description:
It is reported that while impacting the spike-arm, the long spike broke off of the device. Spike piece was removed and thrown in sharps disposal.

Manufacturer narrative:
Info received from a distributor who is not required to complete form 3500a. Eval summary: as returned, the longer of the 2 spikes on the spike arm has fractured and was not returned. Based upon the lot number, the device has a potential field age of approximately 5 yrs 7 months. The fracture of the spikes may be attributed to several factors, some of which may include: off-axis impaction, and/or degradation of the material properties due to age and use. Without further info, however, exact cause of this incident cannot be determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.